Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in 39-year-old male patient for mechanical circulatory support. It was reported while on support, the patient had on-going septic shock.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B5 updated with additional information. D6a / d6b added implant and explant dates. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 health effect - clinical code: added atrial fibrillation 1729 code. Health effect - impact code: added unexpected medical intervention 4641. Component code pump 925. Investigation conclusions cause not established 4315.

Event description:
The complainant reported a patient on impella cp support had on-going septic shock. Patient had on-going septic shock with unknown cause. Due to atrial fibrillation, 5 times cardio-version. The patient ultimately expired. The medical safety officer reviewed on (B)(6) 2024 and determined that the use of the device cannot conclusively be associated with the outcome.